Manufacturer narrative:
The part was returned and reviewed. The part appeared adulterated. No defect found. The user manual dcn0251 rev 7 states to inspect wheel lock for engagement and for adjustments weekly. The user manual also states check all fasteners are tight on a monthly basis.

Event description:
Wheel lock disegnaged during patient transfer from chair to bed because some of the bolts/hardware worked it's way out. Brake bolt worked it's way out while husband was trying to move user from chair to bed. Husband seated user in chair to get a better hold of wheel lock. Then wheel lock disengaged, and chair rolled away.

Manufacturer narrative:
The wheelchair components were not returned yet so we could determine if the components were defective. This is the initial report and we will update when the parts are returned and evaluated to determine if the component was defective or if it is a maintenance issue.

Event description:
Wheel lock disegnaged during patient transfer from chair to bed because some of the bolts/hardware worked it's way out. Brake bolt worked it's way out while husband was trying to move user from chair to bed. Husband seated user in chair to get a better hold of wheel lock. Then wheel lock disengaged, and chair rolled away.